Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. (B)(4). The philips service engineer (se) inspected the device. The se found that half of the touchscreen fails and could not be calibrated. The se replaced the touchscreen and the ventilator passed all testing.

Event description:
It was reported that the touchscreen on the ventilator "fails". There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 06/07/2019. Date received by manufacturer: 06/14/2019. Failure analysis on the returned touch screen shows that touchscreen measured resistance are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.